Manufacturer narrative:
Explant has not been confirmed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to pain, fibromyalgia, and capsular contracture, baker grade unknown.

Event description:
Patient reported a right side "pain", "fibromyalgia", and "capsular contracture", (baker grade unknown). Device remains implanted.